Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable a1cx3 (hba1c) results for one patient tested on a cobas 8000 c 502 module. The patient's initial hba1c result from the c 502 module was reported outside the laboratory. The customer performed repeat testing with the sample on a high performance liquid chromatography (hplc) analyzer. Sample identifier (B)(6) had an hba1c result of 7.2% on the c 502 module. Sample identifier (B)(6) had an hba1c result of 8.1% on the hplc analyzer. The hba1c reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer replace the ultrasonic mixers and performed adjustments and updated the frequency setting. He exchanged a valve and the degasser. He confirmed the correct rinse volumes for the reagent probes and detergent for the cell rinse. He performed precision testing and had acceptable results. The customer decided to change the instrument. Based on the provided information, the investigation did not identify a product problem. The cause of the event could not be determined.